Event description:
It was reported that pump experienced malfunction labeled as code 14 with no notable events occurring beforehand and customer did not provide information about impact on blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.